Manufacturer narrative:
Analysis synthesis: review from the strips stored in the pacemaker memory revealed for the first time on (B)(6) 2023 simultaneous oversensing on atrial and ventricular channels. Observations from the strips stored in the pacemaker memory revealed a non-physiological signal leading to oversensing during several distinct episodes, with either simultaneous artifacts on both atrial and ventricular channels, or low amplitude and high frequency noise recorded on the atrial channel. This observation would suggest contact between the two leads, and most probably damage to lead integrity. It could also be caused by a poor connection between the leads and the pacemaker; however, given the implantation date, this hypothesis is less likely because this typically already manifests itself in the acute implantation stage and this would likely also be visible in the lead impedance trends. The provided x-ray dated from the implantation ( on (B)(6) 2017) showed a contact between atrial and ventricular leads at the subclavian level. The suspected damage of the ventricular lead could be (but not necessarily is) the consequence of subclavian lead crush. To support the diagnosis, an x-ray focusing on the lead passage at the subclavian level could be useful. Since the leads remains implanted and hence not available for expertise, no conclusive statement on the root cause can be drawn.

Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2023, some noise has been observed on both atrial and ventricular channels, which could be related to a lead insulation issue. The ventricular sensing was 7.29 mv and impedance around 600 ohms. A follow-up is planned in (B)(6) 2024.